Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, a motor rate error occurred and a clamp sensor was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received via email from customer on (B)(6) 2022 and attached in complaint: this issue with the device did not occur on a patient.

Manufacturer narrative:
Other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a missing battery and broken tamper seals. Chipped top case corners, cracked right plunger case, cracked bottom case by l-bracket and broken screw post. There was evidence of the error recorded in the event history log. The reported problem: 1- could not duplicate motor rate error at occlusion test. 2 - the syringe size sensor was out of spec (duplicated). Also, the barrel clamp head would not fully go down. This was due to: 1- no problem was found and 2 - the tapered spring went above the collar of the barrel clamp rod. For corrective action: 1 - replaced worm gear, worm coupling, lead screw and both clutch halves as a preventative measure and 2 - replaced the barrel clamp guide, barrel clamp rod, tapered spring and blue spring. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).